Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had recurring motor error alarm. Motor error alarm recurred when customer was being assisted in performing manual prime or fill tubing. Customer was able to clear the previous motor alarm. Customer reported that the drive support cap looked normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.